Event description:
It was reported to philips that the device states " power interruption all settings are back to restart" after the op check. There was no reported patient involvement/adverse patient impact.